Event description:
As reported, a biwire nitinol hydrophilic wire guide was used during a ureter procedure to facilitate the placement of a stent after crushing the stones. It was observed that the end of the wire guide had a protrusion resembling a welding point, which prevented the stent from passing through the device. During the procedure, resistance was encountered when advancing the wire guide. Subsequently, a different wire guide wire was used to complete the procedure successfully. The coating on the device was activated prior to removing the wire guide from the holder, which was done by injecting water into the wire guide holder. The device was used in conjunction with an unspecified sheath and an unspecified stent. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. An investigation by the supplier revealed that the complaint device exhibited multiple areas of skived or cut damage to the polymer jacket material, along with polymer jacket material displacement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.